Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complaints team received an impact study with a patient that had neurological impairment with a possible relationship between the impella device and the impella procedure. The study stated, "pat has mild loss of strength in the arm and mild hanging mouth corner, no other signs of neurologic deficit, no diagnostic, no therapy. The patient was examined neurologically by the ward physician during the daily ward round. From day to day there was always an improvement in symptoms. Only minimally drooping corner of the mouth on the left. No CT performed and neurological consultation performed."